Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate delivery while infusing hydromorphone. Hydromorphone is triggering dose limits associated with the incorrect therapy. Library parameters were confirmed and are configured appropriately to allow the ordered dose. There was patient involvement, but no harm. Additional information received 27may2026: it appears the programming alert on the pump is triggering the pca volume check: the pca module checks the total volume of all programmed pca parameters against a percentage (35%) of the capacity of the installed syringe. A pca module infusion can only be started when the total programmed volume is less than 35% of the syringe capacity this includes: volume of one hour of continuous dose. Volume of pca dose. Volume of bolus dose. Volume of loading dose. If the programmed volume is 35% or more, the clinician is presented with an alert to reprogram. From the screenshots sent in the email, 20 mg/50 ml is being used. An attempt of 10 mg was programmed. 10 mg = 25 ml. 35% of 50 ml syringe = 17.5 ml. 35% of 60 ml syringe = 21 ml. In either case of a 50 ml or 60 ml pca barrel syringe, the 25 ml programming will trigger the volume check and the reprogram alert fires as designed. The solution to this particular case would be to use a more concentrated drug product if available given the max syringe size for the pca module is 60 ml.